Event description:
A malfunction was reported on the customer's pump due to a momentary power loss to the vibrator motor. There was no reported adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any reoccurrence.